Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, while demonstrating the device vibratory alarm to patient, device vibration was found to be not working. Further tests for troubleshooting were recommended. Physician will test the device vibratory alarm during next normal in-clinic follow-up.